Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had poor technique. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 113, 122 and 130 mg/dl. The customer's expected fasting blood glucose test result range is 99 - 115 mg/dl. At the time of the call on (B)(6) 2017, the customer felt well and did not report any symptoms. Customer stated the meter had read 72 mg/dl fasting on (B)(6) 2016 and he had felt shaky at the time. Customer stated he went to the emergency room and was admitted with 75 mg/dl fasting result. Customer stated they gave him a muffin and orange juice. Customer stated a few hours later they discharged him and he read 78 mg/dl fasting. Customer stated he was prescribed metformin but that his doctor did not recommend he take it; customer stated he did not use the metformin. Customer's main concern is that the meter is reading erratic - customer stated the meter read 130 mg/dl, 122 mg/dl, and 113 mg/dl back to back fasting. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 115 mg/dl and 107 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/19/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).